Manufacturer narrative:
Concomitant medical producrs: product ID 3889-33, lot# va152cr, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 3889-33, lot# va152cr, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported that the itching is still happening and it felt like their stimulation was turned up while they were sleeping, and wanted to know if emi had anything to do with it. Stimulation was reviewed. The patient asked about compatibility with driving, MRI, emi, and ultrasound, and wanted to know about lead migration. The patient wanted to know if it would be easy to voluntarily explant the device. Compatibility information was reviewed with the patient and they were directed to speak with their hcp. On 2017-08-17 the manufacturing representative reported the patient was complaining of pain along the lead and ins site, since implant. The occurs when the device is on and off. The patient said they had an allergic reaction to breast implants and the patient questioned if their reaction with their interstim would be the same issue. The device was turned off and there was no redness or fever upon the examination by the hcp. The device and lead are scheduled to removed. Additional information from the patient reported that their healthcare provider does not believe that the issue is an allergy issue to the materials or physical reaction to the device or leads. The patient said they could not figure out what caused the burning and itching. It continued to get worse and they believe still believe they are having an adverse reaction to the leads and device. They received injections of 20cc "markaine/kenlog" in the scar of the their left buttock. Pain was at a 10+. They had 14 injections along the old scar line which offered about 36 hours of temporary relief. The device was removed on (B)(6) 2016. A list of metals and materials was provided to the patient and there were several of the materials that they have had previous rejection issues with. The patient's family stated they were sending back all the explanted components.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported feeling a very uncomfortable burning in their "butt", rectum, bladder area, and around their ankles. The burning started off and on and got worse; the day prior to the report it was a really bad day, according to the patient. Since the patient received an implantable neurostimulator (ins) they have gradually turned down to 0.2 and then 0.1 and then the night prior to the report, they turned it off. On the day of the report, the burning sensation was a little better but it was still there and they said it feels like residual soreness. The patient said they were implanted for pain, urine, and bowel and going to the bathroom so much; they were constantly in the bathroom. After the implant, they do not have to go to the bathroom as much. The patient said they were implanted in one state and now live in another and the flight home was horrible because of the implant. They contacted their healthcare provider (hcp) and they told the patient to take it easy. The day following the initial report the patient stated they turned stimulation off on (B)(6) 2016 they have been itching severely in the vagina, rectum and leg. When stimulation is on, it feels like they have "something up their bottom" . The patient said they saw an article on the internet about allergy and wanted to know the material the device is made out of, the allergy symptoms, stats and materials in products. It was noted that the patient has had previous procedures, unrelated to the device, and their body has rejected metal. The patient also mentioned they have not been able to void since implant. They wanted to know how long it takes for therapy to take affect. On 2016-08-05 the patient stated that their itchiness dissipated, but came back on (B)(6) 2016. The patient is working with their hcp regarding the itching. It was also mentioned that they patient thought they had a yeast infection, but it was confirmed there was no infection. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2016, product type: programmer, patient. Product ID: 37092, product type: accessory. Product ID: 3889-33, lot# va152cr, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-33, lot# va152cr, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis of the implantable neurostimulator revealed that the device was functionally okay with insignificant anomalies. Analysis of one lead with lot # va152cr revealed no significant anomaly and that the lead body was stretched. Analysis of the other lead with lot #va152cr revealed that the proximal end of the connector was crushed and the lead body conductor had a short between circuits due to overstress/damage. (B)(4).

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient had the device removal for pain and discomfort that was felt to be due to the device. The manufacturer representative didn't believe there was any issue with the device. No therapy allegations were alleged. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.